Event description:
Info received indicates the brake is not working due to a missing bolt that connects the brake/steer upgrade to the brake/steer shaft. The technician replaced the missing bolt to repair the stretcher.